Event description:
It was reported that the patient experienced discomfort at the location of the ICD system lead. The leads including a medtronic right atrial (ra) lead are twisted and wrapped around the device. No further information was available. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".